Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative a patient who underwent lensx treatment is now requiring a descemets stripping automated endothelial keratoplasty due to corneal decompensation. Although, upon follow up, surgeon informed that the device did not contribute to the reported issue, no other information was presented to understand what could've caused or contributed to the event.

Manufacturer narrative:
Additional information providedl based on quality assurance (qa) assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).